Event description:
Five days post transfemoral tavr procedure the 26mm sapien xt valve migrated into the lvot. The valve was explanted and replaced with a surgical valve. Five days prior the patient had undergone a successful implant of a 26 mm sapien xt valve. The valve was deployed in a good position with trace/no pvl at the time of implant, and no complications. Pod5 the patient was noted to be experiencing severe shortness of breath in the cvicu. Tee was performed and it was determined that the valve had migrated into the lvot, but not into the ventricle. The tee showed the valve over the anterior mitral hinge point. The decision was made to perform a savr. During the savr the sapien xt valve was observed to be fixed well in the lvot, 30-70 ventricular. Furthermore, the physician noted one of the native leaflets was quite a bit more calcified and larger than the others, however, it is unknown if that is what caused the migration. The patient was noted to be recovering well.

Manufacturer narrative:
A pre-op 3 mensio CT report and a still post-deployment cine image were available for review. The images were reviewed by an edwards physician proctor. The findings are summarized below: 1-quality of CT scan was poor as evidence by motion artifact (lateral and horizontal). Also the injection of contrast during CT is in the incorrect phase therefore there is not adequate visualization of contrast in the aorta. 2- pre-deployment tee and bav images are required for further analysis. 3- the sov measures 37x37x38 mm as reported in the 3 mensio report. 4- the valve area was measure- 520mm2 in systole with much artifact and the lvot 500mm2. 5-from the aortogram post implant the valve looks small in the huge sinus. In addition, the projection/ image intensifier angle does not appear correct; however additional images from the implant would be needed to be sure. In conclusion, from the limited images available for review, it appears an undersized borderline valve was implanted in the incorrect plane. This may be the cause for migration. For further analysis, the size of the surgical valve implanted, as well as images of the implant and the tee pre and post implant would be needed. Per the instructions for use, device migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, and incorrect bioprosthetic valve sizing, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, the cause for the valve migration could not be confirmed. It was indicated by the physicians that during the savr one of the native leaflets was quite a bit more calcified and larger than the others, however, it is unknown if that contributed to the valve migration. Per edwards review of limited images available, it appears an undersized borderline valve was implanted in the incorrect plane. This may be the cause for migration. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.